Event description:
The customer reported disagreement with the 12 lead interpretations done on a patient. There was no patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.